Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 111 mg/dl. The customer stated that the device was beeping and vibrating. After changing the battery, she stated that nothing happened. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No unexpected beeping or vibrating noted during testing. The insulin pump had broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window, cracked battery tube threads, cracked display window corner, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.